Event description:
It was reported by the customer that the on/off switch actuator had fallen off the device. The unit can not be powered on. This problem was found during routine device inspection/testing. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.